Event description:
It was reported that the patient had a cerebrospinal fluid leakage during an implant procedure. The patient was admitted to the hospital after the physician performed a medical procedure to address the dura tear. The patient was released from the hospital and was expected to fully recover.